Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. H6 - code 22: according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: endoleak. Retracted health effect impact code 4642.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic acute type b dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system tgm404020e / 18582504. On (B)(6) 2020, follow-up imaging revealed a type 1a endoleak as well as an enlarged diameter of the false lumen. It also was reported that on the same day, the endoleak was treated with an additional gore® tag® conformable thoracic stent graft with active control system tgm454520e / 22354469 extending proximally and intentionally covering the left subclavian artery. On (B)(6) 2020, follow-up computed tomography identified a type ia endoleak due to the previously implanted tgm454520e / 22354469 device having reportedly been placed too low. Therefore, another gore® tag® conformable thoracic stent graft with active control system tgm454515e / 22527022 was implanted just below the left common carotid artery. The patient tolerated the procedure.